Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer's stylus and the top of its monitor had damage. The programmer was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis: analysis determined that the stylus did not align with the cursor and the connection between the xy board and the overlay was therefore reseated. No stylus was returned with the programmer so a stylus was added and calibrated. Loose low voltage differential signal (lvds) screws were found behind the display and the lvds screw was reseated per specifications. It was additionally noted that the lower hinge plate was missing hardware which was replaced and that the media bay gasket and nylon standoff were also replaced, as preventive measures. The electrical circuit boards and mechanical parts were inspected, the software was reconfigured, reloaded and updated and the programmer passed all final functional and system tests. If information is provided in the future, a supplemental report will be issued.